Event description:
Customer reported issues with the wake button through email. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and follow-up, so no action was required.